Event description:
The patient presented to the clinic with a cough and during the device check loss of capture was observed. The patient was sent for an xray and the lead will be monitored. The lead remains implanted at this time.

Manufacturer narrative:
We were notified this lead was surgically repositioned on (B)(6) 2018. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.